Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient with history of pulmonary embolism and deep vein thrombosis was scheduled for inferior vena cava (ivc) filter placement. An inferior vena cava angiogram was performed and the ivc filter was deployed without complication. Approximately eight months post ivc deployment patient was scheduled for elective ivc retrieval. Multiple oblique projections views demonstrated significant ap ivc filter tilting with the super hook component caved into the caval wall. Multiple methods (snare, lasso snare) and techniques (rotation and spinning torquing) were made to retrieve the ivc filter, but the attempts proved unsuccessful. A completion venogram demonstrated a widely opacified vena cava with a well-positioned ivc filter. Approximately four years six months patient autopsy report indicted death was a result of complications of saddle embolus and bilateral pulmonary thromboemboli due to bilateral lower extremity venous thrombosis. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight months post ivc deployment, the patient was scheduled for elective ivc filter retrieval. Multiple oblique projections views demonstrated significant ap ivc filter tilting with the hook component caved into the caval wall. Multiple methods (snare, lasso snare) and techniques (rotation and spinning torquing) were made to retrieve the ivc filter, but the attempts proved unsuccessful. Approximately four years six months post deployment, the patient autopsy report indicted the death was a result of complications of saddle embolus and bilateral pulmonary thromboemboli due to bilateral lower extremity venous thrombosis. Therefore, it can be confirmed that the patient experienced pe post deployment; however, the relationship to the filter is unknown. Additionally, the investigation can be confirmed for retrieval difficulties and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2013); (manufacturing date: 06/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted with the super hook component caved into the caval wall. Additionally, the filter could not be removed after an attempted but unsuccessful percutaneous removal procedure. Furthermore, it was alleged that the patient experienced lower extremity venous thrombosis. The patient expired due to blood clots occluding the lumen of the vena cava.